Event description:
Saline bag inappropriately filling on fresenius 2008 k2 hemodialysis machine. Pt was put on machine and treatment started before the problem was noted. Pt was asymptomatic, tx was stopped, did not rinse back, machine pulled. Tx resumed on new set up and new machine. MFR ref # 2937457-2013-00580.